Manufacturer narrative:
The insulin pump was received with cracked retainer and partially broken off reservoir tube lip. Unable to perform displacement test due to broken reservoir tube lip. The insulin pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported a crack on the clear ring and cartridge compartment. The product was returned for analysis.